Event description:
The device was returned for a valve 1 failure. The complaint was reproduced as device alarmed out and log file review of that incident confirms a valve 1 failure. As the device was provisioned already to at least 5.9.2 software this means the valve itself is defective. No additional damage was identified during internal investigation.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: note just states service required. Cleaned pins and ran test infusion with no alarms. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.